Event description:
Information was received from a patient representative and a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine and fentanyl. It was reported that the e patient was admitted to the hospital on (B)(6) 2026 with altered mental state. The patient did not think the pump was working right. It was also reported that the hcp thought that maybe the patient was getting too much medication from the pump. The reporter stated that the patient's mental cognition had not come back. They tried to use the external equipment, but the handset only showed that it was charged to 100% and "it wouldn't do anything else". Patient understood that the handset was powered off and wascharging from the power supply and was fully charged. Patient services reviewed. The reporter did not want to work with the handset. The reporter stated that the patient was not in any pain and that they just wanted a manufacturer representative (rep) to go out and decrease the dosage. Patient services reviewed the rep, patient services, and hcp's roles with the patient. Patient services redirected the reporter to the hcp. The reporter stated that they were far away from the pain clinic and they had called the pain clinic and were told to call the manufacturer. Patient services reviewed the rep's role again and redirected to the hcp. Patient services provided the reporter with the national answering service (nas) phone number to provide to the hcp and hospital. The hcp was connected to the nas to page a field rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.